Event description:
It was reported the patient presented of a leadless pacemaker implant. During initial placement, it was observed the leadless pacemaker had low pacing impedance and low current of injury due to inadequate fixation when screwed in. The impedance did not rise as expected, so the device was repositioned two more times before adequate fixation was achieved. The device remains implanted. The patient was stable.

Event description:
It was reported the patient presented of a leadless pacemaker implant. During initial placement, it was observed the leadless pacemaker had inadequate fixation when screwed in. The device was repositioned two more times before adequate fixation was achieved. The device remains implanted. The patient was stable.